Manufacturer narrative:
Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -08.00 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.